Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the trial scs lead was showing high impedance values during the trial procedure. Subsequently, a different lead was used to complete the procedure as the mts, trial cables and original lead were repositioned to no avail.